Event description:
Event description guidant received information that this implantable lead exhibited noise that resulted in brady pacing inhibition due to oversensing. In addition, this noise resulted in inappropriate episode generation. However, no unneccessary shocks were delivered. Testing done in the field by the physician demonstrated impedance measurements of 150 ohms on the proximal coil and 800 ohms on the distal coil of this lead. The physician elected to explant this lead, and replace it with a similar lead. As of today, no patient complications or symptoms have been reported.